Event description:
Journal article received: dynamic hip screw versus proximal femoral nail for treatment of trochanteric hip fractures: an outcome analysis with a minimum of 2 years of follow up; orcun sahin, huseyin demirors, rahmican akgun, ihsan senturk, ismail cengiz tuncay; european journal of orthopedic surgery and traumatology (2012) 22:473-480; reported: a study to compare the radiographic and clinical results of the use of synthes devices, the dynamic hip screw and the proximal femoral nail, for the treatment of trochanteric hip fractures. One hundred eighty one pts (89 male and 92 female) with mean age of 77.1 years were treated: group 1: 86 hips treated with dynamic hip screw and group 2: 98 hips treated with proximal femoral nail. Mean follow up was 26.8 months. Early complications in group 1 included: prolonged drainage (one); superficial infection treated by surgical debridement (one); and deep venous thrombosis (three). Late complications included: reduction loss (three); medial displacement of the femoral shaft (one) and nonunion (two, one of which was treated with hemiarthroplasty). The authors concluded that, with the shorter operative time period, the proximal femoral nail was a good alternative to the dynamic hip screw since there were no detectable differences regarding early versus late complications, time to union and overall mortality between the two groups. This report is for an unk plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Manufacturer narrative:
This device was used for treatment not diagnosis.(B)(4): manufacturer report number previously reported on initial medwatch in error as 2520274-2014-00712. Correct manufacturer report number is 2520274-2014-00711.(B)(4)